Manufacturer narrative:
Concomitant product: 8253410: patient interface response 3.0, serial # (B)(4), lot # 208553677, manufactured date - july 17, 2014, 510(k) # k083124. The nim neuro mainframe 3.0 (model # 8253401lo) was returned for analysis. Device evaluation anticipated but not yet begun. The nim neuro patient interface (model # 8253410) was returned for analysis. Evaluation of patient interface (part # 8253200) could not duplicate customer's issue ¿not registering stimulus when checking with probe.¿ the wave washers were placed due to loose cable clip. The device was repaired, tested to manufacturer product specifications and returned to the customer.

Event description:
It was reported that the nim neuro system had continuous stimulation during a case. The probe was not connected. The fuses were changed on the patient interface and nim was switched out. There was no patient impact.

Manufacturer narrative:
Evaluation of the nim neuro mainframe 3.0 (model # 8253401lo) could not duplicate customer's issue of continuous stimulation. There was no fault found with the device. The device software was upgraded as a part of preventative maintenance. The device was tested to manufacturer product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.